Event description:
Reporter states that it appears he has had a kugel patch implanted. In 2001, he had a hernia repair at the hosp. He has been unsuccessful in obtaining his records to verify his assumptions. He has spoken to the records department at hospital. He believes that the hospital knows that he's called regarding the incident with his device and that is why they won't release to him the name of the manufacturer. This telephone number was advertised by lawyers, who won't take his case, unless he has evidence that a kugel mesh was used. He further states that he sets off metal detectors ever since the device was implanted and has all the same symptoms as those indicated by kugel mesh. His problems began in 2002-2003 timeframe, when his mesh "ripped", while caring for patients in a nursing home. Symptoms at that time included a "pinching" sensation and bloody bowels; he would like to solicit the help of FDA to obtain his medical records regarding this issue.

Event description:
Pt called to report that he has add'l info and will mail info to the FDA.